Event description:
It was reported that during a demonstration of the equipment, the blue connector did not work. There was no procedure or pt involvement. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/03/2008. The analysis site confirmed the customer's complaint and found the reason the blue connector did not work was due to a broken dc adapter on the blue connector. The bezel and the main housing were cracked. The unit made a loud noise due to the vacuum pump, loose pump mounting hardware, and worn isolation mounts. The right angle canister adapter assembly, and the brass reducer were heavily corroded. The unit had inadequate vacuum swing due to the vso. A rubber foot, 1/4-20 k-lock nut and 12 phillips screws were missing. The lcd would not stay upright due to the u-handle. To correct the customer's complaint the analysis site replaced the dc motor adapter for the blue connector. Also replaced were the uniboard, bezel, main housing, bezel rope gasket, bulkhead tubing gasket, vacuum pump, four fender washers, four flat washers, four pump mount screws, four pump isolation mounts, the right angle canister adapter assembly, the brass reducer, the vso a rubber foot, a 1/4-20 k-lock nut, 12 phillips screws and the u-handle.